Manufacturer narrative:
The device will not be returned as it remains implanted. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that patient (B)(6) had a post-operative complication due to abnormal or persistent pain, defined as "ongoing persistent pain elbow, discomfort at wrist and hand", 3 months after primary surgery. Ae outcome: ongoing - additional information: patient keen to avoid further surgery hence 'watch & wait' approach to persistent pain. All investigations normal.

Manufacturer narrative:
The device will not be returned as it remains implanted. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that patient (B)(6) had a post-operative complication due to abnormal or persistent pain, defined as "ongoing persistent pain elbow, discomfort at wrist and hand", 3 months after primary surgery. Ae outcome: ongoing - additional information: patient keen to avoid further surgery hence 'watch & wait' approach to persistent pain. All investigations normal.